Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). While deploying a 3.00 x 24mm synergy xd drug-eluting stent (des) at high pressure, a distal stent edge dissection occurred in the mid-lad. The dissection was flow-limiting and graded as b. Subsequently, a 2.50 x 12mm synergy des was deployed to cover the distal stent edge dissection. The procedure was completed, and the patient has fully recovered.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). While deploying a 3.00 x 24mm synergy xd drug-eluting stent (des) at high pressure, a distal stent edge type b dissection occurred in the mid-lad. The dissection was flow-limiting and graded as type b. Subsequently, a 2.50 x 12mm synergy des was deployed to cover the distal stent edge dissection. The procedure was completed, and the patient fully recovered and was stable. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and moderately calcified. Pre-dilatation was performed with a 2.50 x 12 mm non-compliant balloon catheter, and the stent was fully deployed and inflated. Post-dilatation was then performed with a 3.50 x 12 mm non-compliant balloon catheter.